Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative (pt rep) regarding an implantable neurostimulator. The reason for the call was the caller reported that the patient's stimulator has been off for months and has not been recharged for months. Caller reports the charger stopped working when patient went to recharge it. It was unclear if patient was attempting to recharge the ins or the recharger itself when this happened. Caller stated it is not holding a charge. Caller states that when they turn the recharger on it shows the manufacturer's name and then a battery icon with a plug. Caller then stated that the my stim programmer shows a triangle with a "!" In the top corner. Agent observed caller was not addressing agent's questions and not clarifying what message was displaying on what external device. Caller states that the last time they needed the ins recharged/when it stopped working, a representative (rep) came to their house and recharged it. Agent reviewed role of representative and the patient was redirected to their healthcare provider to further address the issue. Caller stated the patient has an appointment with a new pain management hcp tomorrow who may become the managing hcp. Caller mentioned they no longer live in the state where the ins was placed. No symptoms were reported.